Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger was resetting. Upon evaluation, there was contamination on the battery board and the u13 and d2 components were internally shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, there was a failure at bga components u104 (pxa) and u1003 (pld) on the computer / analog (ca) board. The root cause of the failure cannot be positively identified. The root cause of the resets cannot be distinguished between the contamination and bga failure. A patient safety alert was mailed to active patients on (B)(6)2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a charger indicating that it was resetting.